Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. Patient also had two other devices implanted. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model #4625, was implanted. Refer to MFR report# 6000002-2008-09380. It was additionally reported that third device, model #2700, was implanted. Refer to MFR report # 6000002-2008-09381.

Manufacturer narrative:
Device not returned.